Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent was used during a cysto ureteroscopy with stent placement procedure. According to the complainant, during preparation, it was noted that the device was broken along the drainage holes. The case was completed with another polaris ultra ureteral stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).